Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing observed on egm. A 1893 lifetime v-sic counts. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high sensing integrity counter (sic) with small r waves. There was also t-wave oversensing (twos) noted. Provocative maneuvers were performed, but noise could not be duplicated. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.